Event description:
Corneal /scleral wound burn strunk due to excessive heat at phaco tip. Wound was sutured to reduce leak. Pt. Surgery completed & follow-up visit next day. Pt healing. Possible slight filter bleb. Astigmatism concern, to be followed.